Event description:
On (B)(4), we have been informed that a patient at (B)(6) hospital, has been injured during a surgery. The date and nature of the surgery are still unknown to us. A non-monitoring dispersive electrode (model wr01) and an electrosurgical generator were used. The injury was a burn underneath the dispersive electrode. No information of the size and the degree of the burn, how it was treated afterwards, how the skin was prepared, the orientation of the electrode, the generator model, and the power setting used has been received by us despite of repeated requests.

Manufacturer narrative:
As no lot number has been specified to us, we were not able to investigate retained samples nor production and testing records. The involved electrode was returned, stuck to a plastic pouch. The device involved have been inspected visually and tested electrically. The device passed the electrical test despite of the damage. The device involved in the incident shows a 3rd degree burn mark of 6 x 3 cm located on the low end of the left side of the electrode when viewed from the gel side (connecting tab up). We also received a 3m connecting cable. The cable was tested electrically with a circuit analyzer. The metal components of the 3m cable were intact and showed no electrical deviation. As no further information has been provided to us despite of repeated requests, no conclusion can be drawn. We will continue to ask for further information and will relay any information and further conclusions in a follow-up report.